Event description:
It was reported through a survey that after using bd vacutainer® sst¿ blood collection tubes, erroneous results (elevated platelets and potassium) were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: g.4. PMA / 510(k)#: bk050036. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. Factors that may contribute to erroneous results-potassium were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-potassium) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results-potassium. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers. G4: PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported through a survey that after using bd vacutainer® sst¿ blood collection tubes, erroneous results (elevated platelets and potassium) were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.